Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: allegations: pain, recurrence, mesh fracture implant: (B)(6)2010; (B)(6)2011: dlmc x2 [no pid] explant: (B)(6)2011; (B)(6)2020. Implant #1 preoperative complaints: (B)(6)2010: (B)(6), md. Indications: ¿the patient is a 26-year-old male with midepigastric pain for several months. On physical exam he has a reducible epigastric hernia. The risks and benefits of the procedure have been explained to the patient. He acknowledges these risks and wishes to proceed.¿ implant #1 procedure: laparoscopic repair of ventral hernias times two. Placement of on-q pain pump. [Implant: gore® dualmesh® biomaterial, pid not provided.] Implant #1 date: (B)(6) 2010 [hospitalization dates not provided.] On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: epigastric hernia. Postoperative diagnosis: epigastric hernia. Umbilical hernia. Anesthesia: general. Estimated blood loss: 25 ml. Wound classification: not provided. Procedure: ¿after administration of IV antibiotics and placement of sequential compression device, the patient was then sedated by anesthesia and sterilely prepped and draped. All ports were infiltrated with local anesthetic prior to incision and incision was made in the right upper quadrant just off the right costal margin. The abdomen was entered using a 10-mm optical viewing trocar and 0-degree scope. Insufflation was attached in the pneumoperitoneum until 15 mmhg was obtained. The underlying bowel was inspected and found to be free of injury. A 5-mm port was placed in the right midabdomen, and another 5-mm port was placed in the left upper quadrant. The abdomen was explored. The patient was found to have some fatty infiltration of the liver. There were two abdominal wall defects. One was 5 x 3 cm in the midepigastric area and one was 2 x 2 cm at the umbilicus. The falciform ligament was taken down with electrocautery. There was a significant amount of preperitoneal fat in the epigastric hernia. The hernia sac was excised along with the preperitoneal fat. A trocar clamp was used to grasp the hernia sac through the 10-mm port, and it was retracted from the abdomen. A 15 x 19 cm piece of gore dual mesh was chosen to cover the defect, and I covered both defects with a 3 cm margin of normal tissue. A 2-0 gore suture was used to place stitches at the inferior and superior ports and margins of the mesh as well as the right and left lateral margins. A gore suture passer was passed through the abdominal wall and used to grasp each of these sutures and pull them out through the anterior abdominal wall. The sutures were then tied down. The 5-mm protacker was used to place tacks at 1 cm intervals around the circumference of the mesh. A second layer of tacks was placed at 2 cm intervals around the interior of the mesh. The insufflation was then expelled from the abdomen. The skin over all ports was closed using interrupted 4-0 monocryl sutures, steri-strips were applied and the patient was aroused and transferred to the recovery room in good condition. All instrument and sponge counts were corrected at the end of the case .¿ implant sticker/record: not provided. Pathology: not provided. Implant #2 and explant preoperative complaints: on (B)(6) 2011: (B)(6), md. Indications: ¿the patient is a 27-year-old male who has previously undergone laparoscopic ventral hernia repair for 2 midline hernias. He has recently developed recurrent symptoms of a bulge and pain. A CT scan of the abdomen shows recurrence of the ventral hernia. The risks and benefits of the procedure including but not limited to infection of the mesh requiring removal, and recurrence of the hernias has been explained to the patient who acknowledges these risks and wishes to proceed.¿ implant #2 and explant procedure: laparoscopic redo ventral hernia repair x2. [Implant: gore® dualmesh® biomaterial; pid not provided.] Implant #2 and explant date: (B)(6) 2011 [hospitalization dates not provided.] On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Anesthesia: general. Estimated blood loss: 25 ml. Wound classification: not provided. Procedure: ¿after administration of IV anabiotics [sic] and placement of sequential compression device, the patient was intubated by anesthesia and sterilely prepped and draped. All ports were infiltrated with local anesthetic prior to incision. An incision was made in the left upper quadrant just off the costal margin. The abdomen was entered using an optical viewing 11 mm trocar and a 0-degree scope. Insufflation was connected and then pneumoperitoneum to 15 mmhg was obtained. There were lot [sic] of adhesions of the omentum to the anterior abdominal wall noted. A 5 mm port was placed in the left lateral abdomen and an [sic] another 5 mm port in the right lateral abdomen. A combination of sharp dissection and electrocautery were used to take the adhesions down. A rather large amount of omentum was found to be extending over the top of the mesh into the ventral hernia. This was gently reduced and became apparent than [sic] one of the transfacial [sic] sutures had pulled through the fascia crossing the recurrence. The previously placed mesh was then dissected off of the abdominal wall and removed. A 20 cm x 30 cm rectangular gore dualmesh was chosen to cover the defect and get approximately 5 cm of overlap on all sides. The 8 gore sutures were placed, 4 at each corner of the mesh and 4 at the midway points between each corner. The mesh was rolled up and inserted into the abdomen and then unrolled within the abdomen. Stab incisions were made at the corresponding portions of the anterior abdominal wall and the gore suture passer was used to pull the loose ends of the suture of the transfacial [sic] sutures through the abdominal wall. Once all of the sutures were pulled through, the sutures were tied down and securing the mesh up against the abdominal wall. This was inspected with the scope and the mesh was found to fully overlap all defects by wide margin and the mesh was found to lay flush against the abdominal wall with no excessive tension. The sorbafix tacker was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh and then a second layer of tacks were placed in the anterior of the mesh and the mesh was found underlying in good position again without tension, so the insufflation was expelled from abdomen. All ports were removed and the skin overall ports were closed using interrupted 4-0 monocryl deep dermal sutures. Dermabond was applied. The patient was aroused and transferred to recovery room in good condition. All instruments and sponge counts were correct at the end of the case.¿ implant sticker/record. Not provided. Pathology: not provided. Revision preoperative complaints: on (B)(6) 2020: (B)(6), md. H&p. History of present illness: ¿patient is a 36 y.o. Male presents with recurrent abdominal wall hernia that is symptomatic.¿ chief complaint: ¿patient presents with: consult. Hernia.¿ review of systems: ¿gastrointestinal: positive for abdominal pain and nausea. Negative for constipation, diarrhea and vomiting.¿ physical exam: ¿abdominal: hernia: a hernia is present.¿ assessment/plan: ¿recurrent incisional hernia.¿ plan: ¿to the or for repair of incisional hernia with the risks explained.¿ on (B)(6) 2020: (B)(6), md. Interval h&p note. ¿the patient has been examined and the h&p has been reviewed. I concur with the findings and no changes have occurred since h&p was written. Anesthesia/surgery risks, benefits and alternative options discussed and understood by patient/family.¿ diagnosis: ¿hernia of abdominal wall.¿ revision procedure: recurrent incisional hernia repair. Revision date: (B)(6) 2020 [outpatient surgery] on (B)(6) 2020: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: hernia of abdominal wall. Postoperative diagnosis: hernia of abdominal wall. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: none. Complications: no. Wound classification: not provided. Findings: ¿8 x 8 cm defect.¿ procedure: ¿patient was taken to the operating room placed on operating table supine position. Under adequate general anesthesia prepped and draped around abdomen usual sterile fashion. Incision was made over his defect this was deepened to expose multiple areas of hernia formation was 1 major area and the middle as well as some fracture gore-tex mesh that was incorporated [sic]. Circumferential dissection was done around the defect and this reduced back into the patient's abdominal cavity. A piece of double-sided mesh was then taken after was measured and it was tacked in an underlay fashion circumferentially around the defect. The fascial edges were then reapproximated in the midline with absorbable suture. Once this was irrigated the rest of the wounds closed in layers with absorbable suture. Dermabond tape as well as a binder was placed he was awakened and transported to recovery room in satisfactory condition [sic].¿ ¿attestation: I was present and scrubbed for the entire procedure.¿ implant sticker/record. ¿patch hernia ventrio.¿ site: ¿abdomen.¿ cat #: ¿5950050.¿ lot #: ¿huep1354.¿ manufacturer: ¿bard.¿ expiration date: ¿2/28/22 .¿ pathology: not provided. On (B)(6) 2020: (B)(6), md. Discharge note: ¿outcome: patient tolerated treatment/procedure well without complication and is now ready for discharge. Disposition: home of self care. Final diagnosis: hernia of abdominal wall. Followup: in clinic.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby two gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, recurrence, mesh fracture. Additional event specific information was not provided. Code 2203: used for mesh fracture.